Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation, only a copy of a photograph of the above mentioned plastic material. In the photo is a blue ink pen, which is used as a reference to the plastic material. The ink pen measures 14.4 cm in length and 1.2 cm in width at the widest portion of the distal end of the pen. Based upon this measurement the plastic material measured approximately 52.8 cm x 2 mm. This material may be a portion of the material that lines the inner diameter of a flexor sheath. We are aware that delamination may occur under certain circumstances and have filed preventative action.

Event description:
In 2006, pt had an aortogram w/ runoff, atherectomy, angioplasty and stenting with balloon expandable stent. The pt had groin prepped and draped in usual fashion. With two severe lesions located in the left lower extremity at the distal superficial femoral and mid popliteal arteries, a 7fr raabe sheath was placed to the left common femoral artery. Choice pt wire was placed through the sheath, down to the level of the left anterior tibial artery. Once at this point, a catheter was placed over the choice pt wire, to the area of stenosis in the left superficial femoral artery. First, this was atherectomized with good results on angiogram. The catheter was then moved down to the mid popliteal artery with atherectomy performed with good results on angiogram. After finishing both atherectomies, the sheath was pulled back to the bifurcation of the aorta. An 8x27mm stent was placed through the sheath, over a super-stiff wire to the level of the iliac stenosis. It was inflated to 9 atm's of pressure, deflated, with good stent placement documented by angiography. With stent in position, the sheath was removed without difficulty. The pt tolerated the procedure well. In 2007, the pt was being prepped for a procedure and a small, eraser-sized area of inflammation was noted on his right groin. He reported this inflamed area had been present since the procedure on the original date. The physician noticed something in the inflamed area and proceeded to pull out a length of what appeared to be plastic material, which was 53 cm in length.